Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with debris and moisture on the lens. Visual inspection found the haptic torn and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
H6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) added to initial MDR. Claim#: (B)(4).

Manufacturer narrative:
B5 - "on (B)(6) 2020 a replacement lens of longer length was implanted and problem resolved." Corrected to "on (B)(6) 2020 a replacement lens of shorter length was implanted and the problem was resolved." In the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.00/2.00/81 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. On (B)(6) 2020 a replacement lens of longer length was implanted and the problem resolved.